Event description:
The customer called and reported receiving no delivery alarms three times in two weeks. Her blood glucose was 480 mg/dl at time of report and she had not treated. Customer also had a sinus infection for the past two days at time of this report. During troubleshooting, insulin exited during a fixed prime and the infusion set cannula was not bent. It was explained the insertion site may have been occluded. The drive support cap of the insulin pump appeared normal. The customer did not find any air bubbles or leaks along the infusion set tubing length. Bolus history and settings appeared accurate. Customer declined troubleshooting for site issues. High pressure test could not be performed. The customer changed insertion site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.